Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a femur diaphyseal fracture surgery, the curette used in the expert modular aiming device (modad) system broke. The broken tip was left within the medullary canal between the expert retrograde/antegrade femoral nail (rafn) and the bone cortex. The tip of the curette is inserted between the endomedulary nail and the internal part of the bone connected via medullary canal to maintain the length and depth in the distal locking of the nail. The synream drill guide was also broken but no fragments were left inside. Procedure was completed successfully. This report is for one (1) synream reaming rod ø2.5 long l1150. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the synream reaming rod ø2.5 long l1150 (p/n: 352.033, lot number: 319412) was received at us cq. Visual inspection of the complaint device showed the distal end had broken off. Device failure/defect identified? Yes. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal end had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 352.033; lot: 319412; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: 08.august 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.